Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported a speaker malfunction inop displays when the unit is powered on and has no audible sound. The device was in use on a patient. There was no report of patient or user harm.